Event description:
Per the clinic, the patient experienced pain during an MRI. It was reported that the patient's head was wrapped as recommended by cochlear. Subsequently, the device was explanted on (B)(6) 2025 as the patient requiring repeated MRI procedures. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.